Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the hold capacitor was worn out and it was therefore replaced. It was further noted that its battery removal time was too short as well as that one bail cover was missing and one was cracked. The unit was cleaned and inspected, a new bail cover was installed and the cracked bail cover was replaced and both super caps were replaced. The unit then passed on the automated test system. (B)(4)

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.